Event description:
It was reported that noise had been observed on the atrial lead of a non-dependent patient. No patient symptoms were reported. The lead was capped and replaced during a routine device changeout procedure.